Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0csud, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s battery kept turning sideways under her skin and it hurt terribly as it hit objects and kept her skin sore. Refer to manufacturing report #3004209178-2013-24018 as the patient had other issues with the device after going past airport scanners. Additional information was requested, but was not available as of the date of this report.